Event description:
The customer reported to olympus that during an unspecified procedure, this camera head had no image. The patient was not under anesthesia/sedation, there was no procedure delay, no impact on the outcome of the procedure, and no additional interventions. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6. The subject device was returned and evaluated. The reported issue was confirmed, no image discovered due to faulty charged coupled device. Moreover, additional damages of cut/kink on the cable was discovered. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The user's request of no image was confirmed. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. The reported risk/harm is addressed in the instructions for use (IFU): "if the endoscopic image on the monitor should unexpectedly disappear, freeze during a procedure and cannot be restored, or focus adjustment cannot be controlled, turn the video system center off and then on again. If the image still cannot be restored, immediately turn the video system center off. Disconnect the camera head from the endoscope and carefully withdraw the endoscope from the patient, while viewing through the endoscope¿s eyepiece. Keeping the endoscope inserted into the patient, feeding air/water, or performing suction or treatment without an endoscopic image is extremely dangerous. If an endotherapy accessory is being used, withdraw it in the safest manner before withdrawing the endoscope. In addition, be sure to prepare another camera head to avoid interruption of the procedure." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that during an unspecified procedure, this camera head had no image. The patient was not under anesthesia/sedation, there was no procedure delay, no impact on the outcome of the procedure, and no additional interventions. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.